Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator showed the left ventricular (lv) lead was not capturing due to dislodgement. The physician elected to explant and replace the lv lead on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.